Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The user reported having headaches, heart burn, weight gain, 3 hours sleep, blood pressure has gone up. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received additional information 08/10/2022 that the allegations were reported 10/5/2021. Section b3 was previously incorrectly reported as 2/22/2022 and should reflect a date of 10/5/2021. There was no report of serious harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegingheadaches, heart burn, weight gain, 3 hours sleep, blood pressure has gone up related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section d8, d9 and h6 updated in this report.